Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not delivering insulin as intended. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer reverted to an alternate method insulin therapy.